Manufacturer narrative:
Submit date: 08/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer reports the line was discovered to be leaking below the hub. A new PICC line needed to be placed due to the leaking.

Manufacturer narrative:
The lot number is unknown and a device history record (DHR) review could not be performed without a lot number. The product sample was received for analysis and investigation; it consisted of one PICC catheter product ID 43304 that came inside a generic plastic bag. Visual inspection of the samples presented signs of use. Initially the catheter did not reveal any visible defect; therefore a functional testing was performed (underwater test) and a leak in the strain relief (secondary lumen) was identified. The sample was magnified and a cut could be observed in the strain relief. All dhrs are reviewed for accuracy prior to product release. In addition, during the manufacturing process, catheters are submitted to a 100% pressure testing. Due to the appearance of the catheter received it is possible that the strain relief was damaged by instruments with sharp or rough edges during clinical use, resulting in a catheter leakage or breakage. It is important to consider that the instructions for use warn to exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break and do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. There are a number of alternatives in the field like exposure to chemical agents, proximity to heat sources or manipulation per se, that may lead to tubing tear. Moreover, the defect found caused a leak which would be identified during the assembly operations, since manufacturing performs 100% pressure testing during production. Based on the available information, it can be concluded that product was manufactured according to specification and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause can be considered as the defect was more likely damaged during use caused due to an inappropriate manipulation by the user. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.